Event description:
The customer reported that after the successful completion of the ablation procedure, when the needle was removed, it felt stuck. It was noted that there were small bumps on the device. No patient injury occurred. Initial evaluation of the returned device found voids and damage to the needle insulation. The needle failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.